Manufacturer narrative:
Updated feilds: b4, d9, g3, g6, h2, h3, h6, (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and replaced batteries. The unit passed all functional and safety tests and was returned to customer. Root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: event site contact person details: (B)(6) engineer.

Event description:
It was reported that during preventative maintenance, cs300 intra-aortic balloon pump (iabp) battery run failed at 64 minutes of the 135 minute run time test. There was no patient involvement.